Event description:
This customer reported a possible failure to discharge involving this defibrillator. The pt received two shocks but did not have a muscular response to the shocks. The involved pt died but the customer has stated that the device was not a factor in the pt outcome as the pt was asystolic upon arrival of ems with a downtime of unk duration. The device is being returned to philips for evaluation.

Manufacturer narrative:
(B)(4): this customer reported a possible failure to discharge involving this defibrillator. The pt received two shocks but did not have a muscular response to the shocks. The involved pt died but the customer has stated that the device was not a factor in the pt outcome as the pt was asystolic upon arrival of ems with a downtime of unk duration. The device is being returned to philips for evaluation. A follow-up report will be submitted after philips obtains more information about this event.